Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a ventricular tachycardia ablation procedure, high right ventricular thresholds and a small pericardial effusion was observed. During lead revision, the physician had difficulty inserting the stylet into the right ventricular lead. The lead was explanted and replaced successfully. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.